Event description:
Consumer alleges her humidifier caught fire in her son's bedroom and caused property damage to the carpeting. There was not a report of personal injury with this incident.

Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.